Event description:
It was reported that a pump "will not run." It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref. No: (B)(4). The device was returned to baxter and an eval was performed. The eval found the device will alarm for battery depleted and then power cycle off then back on. The problem was found to be caused by contamination on a connector between the processor printed circuit board and the I/o printed circuit board. The processor printed circuit board and the I/o printed circuit board will be replaced.